Event description:
It was initially reported that the pt experienced bradycardia; subsequently, the rptr discovered that the pt did not suffer from bradycardia; it was actually tachycardia. The event occurred following the pump and catheter implant in 2009. The pt was admitted to the hospital and remained hospitalized as of 2009. Device troubleshoot was unk. The hcps did not believe the event to be pump related. The pt's parents were concerned and requested that the pump be programmed to a minimum rate while the event was being investigated. Final pt outcome was not reported.